Manufacturer narrative:
The device was received for evaluation. During visual inspection there was grey particulate matter present in the vial sample. The grey particulate matter appeared to be stopper material from fragmentation of the vial stopper. The reported condition was not verified. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Event date: the event occurred sometime in (B)(6) 2016. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vial-mate adapter cored the vial during training. This was used with a "sugar vial." There was no patient involvement. No additional information is available.